Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018. Since the procedure, the patient's ipg has been unable to communicate with external devices. The patient claims the ipg was put into surgery mode prior to the surgical procedure. Electrocautery was used in the procedure. Field representative met with patient for further troubleshooting. The ipg is inoperable.